Manufacturer narrative:
The event of lead and ipg revision was reported to abbott. The leads were replaced due to high impedance. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2024-01655. It was reported that the patient's scs leads had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted, replaced, and therapy was restored.